Manufacturer narrative:
Reagent info was not provided at the time of the call, so the meter info was provided instead.

Event description:
The advocate stated, the customer received a blood glucose reading of 150 mg/dl from his contour meter and a reading of 69 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate was advised to return the test strips for eval. Replacement strips were sent to the customer. The meter was also replaced at the advocate's insistence.